Event description:
It was reported that a vns patient had her device removed due to an allergic reaction to the device. The patient states that she knows that the body can react to some of the items that are placed in the body and thinks that she may be reacting to it. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.